Manufacturer narrative:
Per customer, " lpn was attempting to stick patient and draw blood but the safeslide was moving. It does not stay fixed like our old ones. This is the 3rd time I have witness this happen with these. Patient was not harmed." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer, " lpn was attempting to stick patient and draw blood but the safeslide was moving. It does not stay fixed like our old ones. This is the 3rd time I have witness this happen with these. Patient was not harmed."